Event description:
It was reported that the band was leaking, which was discovered after the band was removed. Additional follow up is being conducted. If additional details become available a 3500 a supplemental will be sent.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Fold line the band/balloon with 42cm of catheter was returned for analysis. Upon visual inspection, it was observed that the balloon was cracked. This crack is 0.5mm of length and localized at 6.7cm from the catheter connection, this crack is on a fold line, and per microscope it was observed that this crack was perpendicular to the balloon. It was also observed that three (3) fold lines were present on the balloon, these fold lines were localized in proximity of the catheter connection. A leak test was performed on the balloon with an unsuccessful result; leak was found where crack was localized. The final packaging lot of this complaint was not communicated; therefore no device history record (DHR) review can be performed at this time. No further investigation other than documented within this file was performed.